Event description:
It was reported in a service report that a cot dropped with a patient on board. No adverse consequences alleged.

Manufacturer narrative:
Investigation determined one operator was transporting the patient on the cot, not the required two operators as specified in the manual.